Event description:
It was reported that the battery indicator light was flashing orange on the monitor. The customer tried to charge it for several hours and tried resetting it using the switch on the back. No pt injury was reported.

Manufacturer narrative:
The reported issue was confirmed. The faulty battery was replaced. The system operates as intended.